Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent out of range issues occurred between the transmitter and pump with no continuous glucose monitor sensor readings. The customer's blood glucose level was 221-375 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.